Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) detected gradually increasing right ventricular (rv) lead shock impedance measurements. It was initially 71 ohms, which increased to 107 ohms in 2017 and current measurements are 137 ohms. There was also an allegation of noise on the shock channel. Boston scientific technical services (ts) reviewed the data and confirmed the evidence of myopotential noise on the shock channel which is common given the unipolar vector of rv coil to can. Ts recommended performing isometrics and pocket manipulations however given the available data, ts recommended continued monitoring. No adverse patient effects were reported. The device and lead remain implanted.